Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed due to image stain due to chemical stain on objective lens. No additional reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - image was compromised as a result of a stain. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had lines across screen and could not get a picture during inspection for use. There were no reports of patient harm.